Manufacturer narrative:
(B)(4). Manufacturing date -- 06/05/2014 ¿ 06/06/2014. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the blue wingegd luer cap had separated from the distal luer lock. The reported condition was verified and the cause is unknown. However, the device was not returned in its original packaging, so it is not clear if the device was nonconforming. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the event was reported to have occurred in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap separated from a large volume intermate. The reporter stated that this event occurred when they were disinfecting the device with alcohol. There was no patient involvement. No additional information is available.